Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor failed incoming testing) was confirmed. Upon evaluation the monitor failed incoming functional testing with a code 203. The cause for the test failure was isolated to a shorted transistor q3 on the monitor ca board. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective monitor.